Event description:
It was reported that a 40-year-old caucasian female patient underwent a primary breast augmentation with an unspecified 550cc mentor gel breast implant and experienced left-sided breast pain and rupture, and right-sided rupture postoperatively. Initially, the patient experienced discomfort in her left breast and had a consultation with a healthcare professional. MRI performed in (B)(6) 2020 indicated rupture. The event date was estimated as 1-jan-2020 based on available information. As a result, patient underwent bilateral replacements as follow: left: reference shpb-635, serial (B)(6), right: reference shpb-635, serial (B)(6), on (B)(6) 2023. This report relates to the right side. Note: two devices with the same lot number were received ruptured, contact states that only one was ruptured and both sides were send. Therefore mentor analyzed both devices and will report both.

Manufacturer narrative:
Suspect device received on january 10, 2024. Device evaluation completed on january 19, 2024. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 550cc breast implant was found to be ruptured and received in (3) three parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).